Manufacturer narrative:
During the incoming inspection, the customer¿s reported issue was confirmed as the error e333 was displayed. The touch panel was disassembled and found traces of water/fluid at the edges of the touch panel. After cleaning these traces the device was tested extensively and everything the until worked appropriately, error e333 did not recur. The cause of the foreign material at the forceps elevator is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oit) was informed by the user facility via repair request that the customer visera elite ii video system center displayed an error e333, no image found during a product try out, first use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been under a year, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the error code e333. Which may have occurred, due to a faulty touch panel cause by fluid invasion. The specific root cause of the faulty touch panel and the fluid invasion could not be determined at this time. Olympus will continue to monitor field performance for this device.